Event description:
It was reported that the pump reset unexpectedly. Customer will reportedly load a new cartridge and resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.